Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Procode: hwc. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. The initial reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the 13mm sleeve did not fully engage into the blue handle. A large ao connect kept disengaging the reamer shaft, upon opening another one, it could not disengaged from the reamer shaft until hit with mallet. There was a 3 minutes surgical delay. It is unknown if the procedure was completed successfully. There was no patient consequences. This complaint involves three (3) devices. This report is for one (1) 13.0 protection sleeve for rafn retro/qc. This is report 2 of 3 for complaint (B)(4).